Manufacturer narrative:
Based on our observation of the attached photo, there appears to be a mark/line close to the edge of the iol optic. The origin of the observed mark/line cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, observed mark on the optic peripherally near the haptic junction. The lens was not explanted. The procedure was completed.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The returned photo shows an implanted iol. There appears to be a dark line or mark close to the optic edge at the gusset area. Observed post implantation the manufacturer internal reference number is: (B)(4).